Event description:
Litigation papers allege the following: after the surgery, patient began having pain and problems in her right hip area. Throughout the next several months, patient's pain in her right hip continued to increase. She experienced difficulty walking, and had a catch in her right hip. On or about (B)(6) 2008, patient underwent a second surgery to replace the asr system. A second asr hip was implanted. After the surgery, patient began having pain and problems in her right hip area. Throughout the next several months, patients pain in her right hip continued to increase. She was unable to walk and experienced a catch in her right hip. On (B)(6) 2010, patients second asr hip transplant was removed. ***update (B)(6) 2012 - patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address loosening of the srom sleeve. Additionally, the hip was revised again on (B)(6) 2010 due to infection.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
"**Update** (B)(4) 2013 - patient fact sheet received. Part/lot was provided. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.